Manufacturer narrative:
The returned device was confirmed to have a broken tip. The remainder of the device is in good condition with no other defects noted. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation; the results are pending completion. A device history record review was performed for the subject device lot. Manufacturer: (B)(4). Date of manufacture: aug 28, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that during routine inspection after sterile processing it was discovered that the tip of the stardrive screwdriver had broken off. The device was discovered to be broken on (B)(6) 2016; however, it is not known when the device was broken. There was no reported patient or procedural involvement. This report is 1 of 1 for (B)(4).